Event description:
A report was received that the patient had an infection at the midline incision site. Symptoms include pressure type sensation and redness at the site. Infection was not bacterial but it was a cellulitis. The patient was given antibiotics. The physician believed that the infection was not device or procedure related. The patient was doing well.